Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a system exchange procedure the right ventricle lead presented difficulty in removing. During the attempt to remove this lead the insulation between the ring connector and the connector pin was damaged and the coil stretched. The same issue occurred with the right atrial lead as well. Noise was not observed on the right ventricle lead but was capped at the discretion of the physician. A new system was implanted to complete this procedure. No adverse patient effects were reported. No additional information is expected. This event is considered concluded, should new information become available an updated report will be provided.